Manufacturer narrative:
The collimator was returned to the manufacturer for evaluation. Testing found that the cable y was out of position on the motor drive and that the cables grinded during simulated use testing.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and confirmed the issue. The filter ladder was physically bound. The collimator assembly was replaced and aligned, which resolved the issue. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion case, the imaging system displayed an error message, "error initializing collimator". A c-arm was brought in to complete the case, which continued without issue. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome. No additional information available.

Manufacturer narrative:
The rotor motion controller was returned to the manufacturer for analysis. Analysis found that the rotor motion controller was analysed and it passed all tests. No fault found.